Event description:
It was reported that a 6x100 absolute was advanced via a contralateral approach, not sure if it was the left or right groin. The stent kinked as the thumbwheel would not turn at all. The physician decided to remove the device and upon removal, the absolute inadvertently started to deploy in the pt's common femoral artery near the inguinal ligament. The stent was deployed at that point (unintended site). No problem was reported for the pt.